Event description:
The caller alleged discrepant results when compared with the lab. A box of strips was sent to the customer. Inratio 1.1; inratio 2.5, lab 3.0. Follow-up info: inratio 2.1, lab 3.1. A box of strips was sent to the customer.